Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '03.130.202, drill bit ø1.1 l56/39 f/core hole¿ had the tip broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The allegation of embedded device cannot be confirmed as no patient x-rays were provided to evaluate the condition. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø1.1 l56/39 f/core hole would contribute to the complained device issue. Based on the investigation findings, cause traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:03.130.202 lot:f-42111 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 17 oct 2024 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
During the procedure it is presented that when the specialist was drilling, the 1.1 bit broke, leaving the tip of this bit inside the bone of the patient. It was attempted to remove the fragment of the bit but it was not possible. The doctor decided to continue placing the other screws, with a new bit that was passed to him of the same characteristics and that also comes inside the equipment, thus achieving successful completion of the procedure. For the above mentioned there was discomfort on the part of the specialist since it was not possible to remove the rest of the broken bit from the bone of the patient and in addition this also generated an alteration of (10) minutes in the surgical times, time in which it was attempted to remove the fragment of the bit that finally remained in the bone of the patient. During and after the surgery the patient's condition was stable and without any additional complications.